Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the moderately tortuous and non-calcified coronary artery. A 3.50mmx12mm nc emerge® balloon catheter was advanced for dilation. After inflation at nominal pressure, the device was attempted to be withdrawn. However, the device trapped the non-bsc guidewire. The wire and the balloon catheter were removed together from the patient. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.